Event description:
It was further reported by the site that this event was not related to the taxus stent. Therefore, the site has withdrawn the event. Please disregard MDR 6000089-2005-01714.

Event description:
Clinical study: it was reported that twenty seven days after a coronary artery drug eluting stenting treatment procedure the pt experienced a severe gastrointestinal bleed. The pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (13 mm long) was identified in the proximal rca with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. The pt's post procedure course was uneventful and she was discharged 1 day index procedure on asa and plavix. The pt presented 27 days post index procedure with confusion and bloody diarrhea. Hemoglobin on admission was 7.2 gm/dl. ECG showed sinus tachycardia, left anterior fascicular block, poor r-wave progression, and minor st-t wave changes. The pt was admitted and all oral medications were held until she was able to take them without difficulty. The pt underwent emergent upper endoscopy which revealed multiple gastric ulcers and she was admitted to the ICU. Arrhythmia monitoring demonstrated sinus tachycardia, rare premature atrial complexes and one short run of supraventricular tachycardia. The pt was given 2 units of prbc's and she remained hemodynamically stable. IV lopressor was initiated and cardiovascular consult recommended that she avoid using nsaid's and asa in the future and that plavix should be restarted as soon as agreeable with gi service. The pt was discharged 32 days post index procedure in satisfactory/good condition.